Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the tandem user guide includes instructions to always have a backup insulin method available.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high levels of ketones identified as dangerous resulting in a hospitalization. Cause of high bg and ketones was due to customer running out of insulin and not having extra pump supplies to address the event. No issues were observed with the cartridge, infusion set cannula, infusion set tubing, or insulin at the time of the event. A correction bolus via the pump was delivered prior to the ER visit. While in the ER, the customer was treated with intravenous saline, insulin, and fluids. The treatment resolved the issue, and the customer did not sustain any permanent damage. The customer was released on (B)(6) 2022.